Event description:
This is the first of two reports (same patient, same facility, different product ID (catheter and monitor system)). Linked to mfg report: 2023988-2016-00014. A report was received that the cam02 inter-cranial pressure and temperature monitor was showing catheter failure message. A patient had a 1104hm catheter in place and it was working properly until the early morning (date not provided) and then the monitor started reading "catheter failure". Since the patient was scheduled for a craniotomy that very morning, the doctor decided to switch out the catheter prior to the case. The doctor opened a new 1104hm to insert, but when he connected the camcbl to the catheter, the screen still read ¿catheter failure¿ so he was unable to zero out the new catheter. He then switched the cam02 and attached it to the same 1104hm and it worked well. He was able to zero out the catheter and placed it in the patient. The doctor feels the cam02 is at fault so it was taken out of service and was sent to biomed department at the facility (the (B)(4)). There was no patient injury reported. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on 08 sep 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: the cam02 monitor serial number (B)(4) was returned to (B)(4) service centre for failure analysis evaluation. The failure analysis evaluation verified the complaint incident. The service centre identified the cam02 sensor board was defective and required to be replaced. The sensor board identified as defective was returned to (B)(4) for root cause analysis; specifically to establish the component failure. The operations engineer completed the failure analysis and root cause investigation. The reported sensor board failure could not be duplicated during the evaluation; the sensor board was verified as performing to specification. The sensor board was tested to the manufacturing release criteria and it met all testing parameters. The customer complaint was confirmed based on the log file review however a root cause could not be established. The DHR history was reviewed for cam02 monitor serial number (B)(4). Date of manufacture: 2014¿feb. No non-conformance reports were raised during the manufacturing process for this monitor. The DHR review verified all the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. A review of cam02 monitor customer complaints was completed in trackwise using the following key words ¿e2057¿ and a root cause ¿undetermined¿ in the search criteria. The review encompassed dates 17-may-2015 to 07-sep-2016. A total of (B)(4) complaints were reviewed of which this complaint is the single complaint occurrence to contain the search criteria. Additionally the review confirmed this is the second complaint occurrence for serial number (B)(4). A review of the complaints has verified there is no link or trend associated to the complaints identified during the trending activities. No further review is deemed necessary. Future incidents of this nature will be documented for recurrence and trending purposes. Conclusion: the customer complaint was confirmed based on the log file review however a root cause could not be established. Error code e2010 occurred at the reporting facility; the evaluation performed during the failure analysis investigation verified the sensor board was not the root cause of the complaint incident. A potential root cause could be concluded based on the service manual review as the catheter or camcabl used with the cam02 monitor at the time of the complaint incident however no accessories were returned with the cam02 monitor to verify this conclusion.